Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a response delay after pressing the touchscreen button. Troubleshooting with tandem technical support found no issues with the touchscreen. Blood glucose was 175 mg/dl.